Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient had a connection issue between their minicap transfer set and minicap following peritoneal dialysis therapy. After therapy, the home patient had difficulty capping their transfer set as the sponge in the minicap was reported to be ¿too big¿. Approximately 30 minutes later, the minicap fell off while the patient was sitting down. No issues were noted with the transfer set, which had been in use for approximately 3 months. The involved transfer set did not have to be replaced, and no further issues occurred when other minicaps from the same box where used. Nothing unusual was noted with the patient¿s technique or actions that could have caused or contributed to the disconnection. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 2 for this event.